Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After intervention, the patient did not retain any broken fragments.

Event description:
It was reported that on december 1, 2023, two reamer heads broke while reaming. Pieces of the reamer heads were left behind in the canal and needed to be retrieved. Also, the 2.5 ball tip guide rod became wedged in the reamer shaft, preventing it from functioning any further. There was a surgical delay of 40 minutes. Surgery was completed successfully with no patient consequence. This report involves one 11.5mm reamer head for ria 2 sterile. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional device product codes: hrx d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4 h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): manufacturing location: supplier ¿ fathom manufacturing llc (mark two engineering) / inspected and packaged by: monument release to warehouse date: 25-aug-2023 expiration date: 30-jun-2033 part number: 03.404.019s, 11.5mm reamer head for ria 2-sterile lot number: 7305p11 (sterile) lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn supplied by sterigenics was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404m019, ria 2 reamer head 11.5mm lot number: 4452p15 lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of compliance received from fathom dated 13-jul-2023 was reviewed and determined to be conforming. Certification for heat treat supplied to mark two engineering from vacu-braze inc. Dated 14-jun-2023 was reviewed and determined to be conforming. Heat treat certified to be within specified range. Certificate of analysis supplied to mark two engineering from banner medical dated 18-jan-2023 was reviewed and determined to be conforming. Raw material certification supplied to banner medical from carpenter technology dated 02-dec-2022 was reviewed and determined to be conforming. This lot met all dimensional, packaging, and sterilization criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.